Event description:
After four months of implantation, the user had a fall at school. The mother observed that there was a need to adapt a stronger magnet for better fixation. The medical team observed that the coupling is happening in the region of the implant's stimulator. The mother says that from the beginning the processor did not fix with force 3, but after the fall the coupling got worse. The child is with magnet strength 5 still experiencing poor retention. The physician plans to conduct a revision surgery and is prepared to reimplant the device if necessary. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Based on the received information from the field, the recipient's external audioprocessor was retentioning properly since implantation with a #3 magnet. Reportedly, the recipient's skin flap is significantly thicker than expected for the recipient's age. After a trauma to the implant site, the issue became more severe, probably due to an additional swelling at the implant site, resulting in poor retention with a #5 magnet. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient's external audioprocessor was not retentioning properly since implantation with a #3 magnet. Reportedly, the recipient's skin flap is significantly thicker than expected for the recipient's age. After a trauma to the implant site, the issue became more severe, probably due to an additional swelling at the implant site, resulting in poor retention with a #5 magnet. A skin flap revision surgery is considered.

Event description:
After four months of implantation, the user had a fall at school. The mother observed that there was a need to adapt a stronger magnet for better fixation. The medical team observed that the coupling is happening in the region of the implant's stimulator. The mother says that from the beginning the processor did not fix with force 3, but after the fall the coupling got worse. The child is with magnet strength 5 still experiencing poor retention. The physician plans to conduct a revision surgery and is prepared to reimplant the device if necessary.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After four months of implantation, the user had a fall at school. The mother observed that there was a need to adapt a stronger magnet for better fixation. The medical team observed that the coupling is happening in the region of the implant's stimulator. The mother says that from the beginning the processor did not fix with force 3, but after the fall the coupling got worse. The child is with magnet strength 5 still experiencing poor retention. The physician plans to conduct a revision surgery and is prepared to reimplant the device if necessary.